Event description:
Event description cpi received information that this ventak mini implantable cardioverter defibrillator (ICD) exhibited a memory fault during interrogation. The physician elected to explant the ICD and a new device was successfully implanted.